Event description:
While using minimed model 508 insulin pump, reservoir caught on table top. As pt stood up, the force of contact pulled the insulin reservoir from the pump and depressed the top of the reservoir. The reservoir - its plunger still attached to the slide mechanism, was emptied of all contents through the catheter. Pt received a bolus of nearly 75 units of humalog short-acting insulin. Pt immediately went to the ER and was treated with IV glucose fluids over a period of six hrs.